Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The ICD was reprogramed and patient medication was adjusted. No additional adverse patient effects were reported.